Event description:
It was reported that the transfer set's tubing got cracked during use of a uv assist device. The crack is located in the area where the tubing should be placed in the uv assist device's tube guide. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with the naked eye and microscope, a cut/hole was not in the tubing. A leak test was performed with a leak noted in the cut/hole in the tubing. An integrity of seal test, clear passage test, and clamp function test were performed with no issues noted. The reported issue was identified during evaluation of the device. The cause of the issue was determined to be related to the assist device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.